Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having unexplained low blood glucose of 32 mg/dl. Customer declined transfer to helpline for troubleshooting. Customer also reported of having difficulties inserting infusion set and states that it may not be delivering insulin. Customer would be in contact with diabetic care manager.